Event description:
It was reported by the rep that the one tx60g was used during a colon resection procedure. It was reported that the device was used for a colon resection procedure. It was reported that the surgeon noticed that in the pelvic region the staples were not shaped in a "b" they were open. The case was completed with another device and with no pt consequence.